Manufacturer narrative:
The device subject of the reported event has not yet been returned, the investigation is still in progress. Instructions for use packet (IFU 732260) provides the following instructions to the user: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The distributor offered in-service to the user facility on the proper use and operation of the exacto cold snare; however, the user facility declined. The device history record was reviewed and confirmed the lot was manufactured according to specification; no anomalies were noted. A 3-year complaint review was conducted and confirmed this to be an isolated event. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The exacto cold snare subject of the reported event was not returned to the distributor for evaluation. Without the return of the product, the root cause cannot be determined. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.

Manufacturer narrative:
Investigation in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The distributor reported that the snare fell off during a polyp removal and had to be retrieved with an additional snare. No report of injury. Procedure completed utilizing another device and no report of delay.